Event description:
Customer reported that her blood glucose was at 400 mg/dl, while calling in to discuss sensor reading issue. Customer stated she had changed her infusion sets three times and had given manual injection, but her blood glucose was not coming down. She stated she would maybe go to the emergency room if her blood glucose did not lower. The insulin pump reportedly passed self-test and delivery checks. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2015-13129 regarding this event.